Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was recognized the ampoule protection (silicone) part of the cement was already cracked when it was opened during cement mixing preparation for tha surgery. The surgeon did not use the reported cement, and the surgery was completed without any other problems by using alternative cement. There was no adverse consequence to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that it was recognized the ampoule protection (silicone) part of the cement (p/n: 3070040) was already cracked when it was opened during cement mixing preparation for tha surgery on (B)(6) 2019. The surgeon did not use the reported cement, and the surgery was completed without any other problems by using alternative cement. There was no adverse consequence to the patient. No further information is available¿ device history lot: device history reviewed 10 jan 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.